Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iabp catheter initially had helium gas leak. Console was switched out, no issues noted on new console. Pt monitored in cath lab for approx. 20 min with no error noted. Pt was taken to ICU without issue. A few mins after pt was left in ICU, cath lab was notified of pump error "check iab catheter". Blood was observed in the entire space of the gas line physician notified and pt brought and back to ccl emergently". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint that "blood was observed in the entire space of the gas line" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that "iabp catheter initially had helium gas leak. Console was switched out, no issues noted on new console. Pt monitored in cath lab for approx. 20 min with no error noted. Pt was taken to ICU without issue. A few mins after pt was left in ICU, cath lab was notified of pump error "check iab catheter". Blood was observed in the entire space of the gas line physician notified and pt brought and back to ccl emergently". At the time of this report, the customer has not returned our requests for additional information.